Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur. Visual examination of the provided pictures identified the explanted devices with foreign material on their respective surfaces. As the devices were not returned, further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a knee revision surgery eleven months post implantation due to metal allergy. No additional information available.

Manufacturer narrative:
(B)(4). G2: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs ----------------------------------------------------- 42530007102 persona tibia trabecular metal two-peg porous fxd brg rt sz e lot# 65596938 MDR: 0001822565-2024-01134. Additional associated products -------------------------------------------- 42522000510 persona articular surface fixed brg cruciate retaining rt 10 mm lot# 65644386